Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received, confirming the complaint. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was cut open to expose the working channel sleeve. The working channel sleeve fell out of the catheter as the catheter was cut open. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax and the faint working channel sleeve braid imprint throughout the pebax region. The complainant was consistent with the reported event of working channel sleeve protruding. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the complaint conclusion investigation code for the working channel protrusion is operational context. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, the working channel sleeve protruded from the spyscope ds during articulation. Reportedly, no part of the device detached. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2017. According to the complainant, the working channel sleeve protruded from the spyscope ds during articulation. Reportedly, no part of the device detached. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.